Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft system was implanted in a patient for the endovascular treatment of a 88 mm diameter thoracic aortic aneurysm. It was reported that the implant procedure was successful and the patient was recovering well. However the day after the implant procedure the patient's condition deteriorated. A CT showed a subcapsular hematoma of the kidney and the patient went into complete renal failure. The patient subsequently died the following day. As per the physician, the cause of the event could not be determined. No additional clinical sequelae were reported.